Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited elevated and high thresholds, intermittent capture thresholds, and failure to capture. It was further reported that the leadless ipg had become dislodged. The patient experienced bradycardia, dizziness, and feeling lightheaded. The leadless ipg was initially reprogrammed, and later, explanted and replaced. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.